Event description:
The device was used during laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the approximating lever broke. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.